Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 338 patients who underwent matrix instrumentation. 14 cases were excluded because of combination with anterior non-depuy implants. The remaining 324 cases include 21 opal anterior. Mean age was 58 years. The following complications have been identified as per the swedish spine registry (swespine) report: intraoperative complications (n=20) - n=2 death - n=12 dural tear - n=4 misplaced implant - n=2 root injury. Postoperative complications within 1 year (n=27) - n=1 pulmonary embolism - n=24 infection - n=2 thrombosis. Reoperations (26 patients underwent reoperations for complications, with a total of 29 registered reoperations) reoperation 1: - n=5 for adjustment of implant - n=3 for drain of infection - n=2 for drain of hematoma - n=10 for refusion - n=4 removal of implant - n=2 repair of dural injury. Reoperation 2: - n=1 for drain deep infection - n=1 removal of implant. Reoperation 3 - n=1 removal of implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 318 patients (mean age of 58 years) who underwent matrix instrumentation, 21 of these had opal anterior. The following complications have been identified as per the (B)(6) report: general complications - intraoperative complications - 2 death - 11 dural tear - 4 misplaced implant - 2 root injury. General complications - postoperative complications within index hospitalization - 6 ssi deep - 16 ssi superficial - 2 thrombosis - 5 underwent reintervention during stay: removal of implant (n=1), repair of dural injury (n=1), replacement of implant (n=4). Readmissions readmission 1: - 1 adjustment of implant - 1 drain of infection - 2 drain of deep infection - 2 drain of hematoma - 9 refusion - 2 removal of implant - 1 repair of dural injury - 1 revision of fusion . Readmission 2: - 1 drain deep infection - 1 removal of implant . Readmission 3 - 1 removal of implant. This is for depuy synthes opal cage/spacers. It captures the reported 4 misplaced implants. This is report 3 of 8 for (B)(4)

Manufacturer narrative:
Additional narrative: this report is for an unknown opal cage/spacers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.